Event description:
It was reported that the colonovideoscope has black spots inside the forceps channel. The issue was found during service/maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation a root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.